Event description:
It was reported there were several of backup operation issues with the device and no diagnostic features available even after software restoration. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of a reset was verified via review of the device memory map. The reset was caused by a parity error. The device was tested on the bench and using automated test equipment and on anomaly was found. The parity error could not be reproduced. The cause of the parity error was not determined.